Event description:
Problems noted or suspected; blood clots in leg, heart attack, breast lumps, arthritis, pneumonia, implant leakage, too large of implants, implants appear distorted, implants move under arm, arthritis symptoms in hands, knees, angles, legs, fingers, chest and body; numbness in head and headaches, photosynthesis, general aching and stiffness, some hair loss, coldness and pain in fingers and toes, breast pain, worse with cold weather, shortness of breath, sweating.